Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer also reported that there was crack from the top of the reservoir compartment going to the glass. The customer stated that the insulin pump would not hold. The customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to prime alarm. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.